Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 40 mg/dl and high blood glucose level was 555 mg/dl. The customer reported other blood glucose level was 350 mg/dl. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump, manual injection and glucose tablet. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Several bolus were also delivered. All bolus and basal profiles were properly and matched recorded at the bolus, basal and daily total history screens. No unexpected prime/fill anomaly noted during testing.